Event description:
Hcp reported per annual device tracking report that pt had device explanted for infection. Infection symptoms developed approx 3 months post implant. Pt presented with swelling and redness at the pocket site. Admitted to hosp for eval where site spontaneously with palpation began draining pus. Culture revealed staph coagulase positive organism. Total system was explanted and IV antibiotics administered with resolution of the event. Pt had a urinary tract infection prior to device infection. Pt has an indwelling urinary catheter.